Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013 and suture was used. The needle pulled off of the suture. Another like device was used. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual sample was returned for evaluation. The suture was examined for visual inspection defects and the end is severely cut (damaged), resulting in needle pull off. The sample conditions suggest a clip off defect, which is a manufacturing defect.